Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr. (B)(4) has been evaluated. The batch 6007167 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 1 used cannula was provided and there is visible the soft cannula was kinked at the tip and the middle. The reference samples from the lot have been requested. Test results: visual test according to work instruction version 1. 1 used cannula failed the test. Functional test 1 according to work instruction version 1. 1 used cannula passed the test. Visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007167 was manufactured according to the work instruction version 114 manufactured in the line 3, on 15/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09/jan/2025 against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6007167 and another 8 complaints have been registered in database for the same lot 6007167 and malfunction code.

Event description:
Reference number 2064316 event occurred in the united states it was reported that patient faced nine insulin flow blocked alarm events on (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024 and (B)(6)2024. The blockage was in the tubing as the insulin exited greater than the normal resistance with plunger push. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 9 e1: patient city: (B)(6) patient country: united states